Manufacturer narrative:
Date of event: estimated based on event occurring in (B)(6) 2020. Implant date: estimated based on implant occurring in (B)(6) 2019.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. In (B)(6) 2020, four months post-implant, the patient had a stroke. The patient was placed on blood thinners.